Manufacturer narrative:
The c502 module serial number was (B)(6). The customer mentioned that maintenance had been performed on their water supply on (B)(6) 2023. The sample probe, reagent probe, and the instrument water reservoir were decontaminated. The lamp and cuvettes were replaced. Afterward, calibration and qc were acceptable. The patient samples were repeated again with acceptable results. The customer has had no further issues. Calibration was acceptable. Qc was acceptable on the day of the event. Gear pump membranes were last replaced in 2022. The gear pump pressure was adjusted. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 502 module. Patient 1 initial result was 12.5 mg/dl. The repeat result from a different module was 7.5 mg/dl. Patient 2 initial result was 15 mg/dl. The repeat result from a different module was 10.5 mg/dl. After the initial point of contact, the results for the 2 patient samples were provided as: patient 1 initial result on (B)(6) 2023 was 13.58 mg/dl. The repeat result was 8.86 mg/dl. Patient 2 initial result on (B)(6) 2023 was 13.27 mg/dl. The repeat result was 8.59 mg/dl. Clarification was requested as to whether these are the corrected results for the initial results provided or if these are results for an additional 2 patient samples, however, this clarification was not provided.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 72663701 with an expiration date of 31-jul-2024. A general reagent problem was excluded as calibration and qc were acceptable. The investigation determined the event was consistent with an instrument hardware issue.